Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that noise was noted on the ventricular channel during pacing. Review of the stored electrograms showed noise during hv therapy and successful atp therapy. The device and competitors lead were explanted.